Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient discovered fluid leaking from the disposable cassette of her peritoneal dialysis cycler upon completion of a therapy session. The patient's peritoneal dialysis registered nurse reported that the patient experienced no adverse event as a result of the fluid leak. The patient was asymptomatic, was not administered an antibiotic, and was not hospitalized. The patient discarded the disposable tubing set.